Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2720 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the outer edge of the micro-introducer was found damaged when the customer was performing puncture. Use of the device was discontinued immediately. The puncture kit was replaced with a new one.